Manufacturer narrative:
Tracking #.49668. H6; broken staple. D5,6; h4: info not available. The analysis results confirmed that the instrument was returned non-functional. The instrument was returned with one broken staple and one cracked and bent staple. The staples hardness was tested and was found to be within design spec. The distal assembly was dissected and examined with a 20x microscope. Stress marks were noted on the staple, end effectors, and in the pushrod hole area. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results.

Event description:
It was reported during a laparoscopic cholecystectomy the surgeon was placing the drain and the hinge came loose. The product remained intact. There was no consequence to the pt.